Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the diagonal branch. A 2.50x32mm promus premier drug-eluting stent was advanced but failed to cross the lesion. As the device was pulled out from the patient's body, the stent came apart. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was secure on the balloon between the markerbands and there was no damage identified. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the hypotube was separated and there was a kink adjacent to the separation. The hypotube break 82.5cm from the strain relief. It is noted that the break and the kinks are all consistent with excessive force having been applied to the device. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the diagonal branch. A 2.50x32mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. As the device was pulled out from the patient's body, the stent came apart. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was fine.